Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced; two leads were explanted and implanted new four leads. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging and was not able to get the ipg to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging and was not able to get the ipg to charge. The patient will undergo an ipg replacement procedure.